Event description:
Subsequent information received indicated that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead continued to exhibit high out-of-range shock lead impedance measurements. Boston scientific technical services (ts) indicated that the recent daily measurements showed the shock impedance to be in the 130 ohms range. Ts advised an in-clinic evaluation with commanded shocks. Additional information obtained from a local field representative indicated that the patient has not shown up for scheduled clinic checks, and thus, could not provide further information. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that the shock impedance measurement had gradually increased over many years, reaching 189 ohms. A defibrillation threshold (dft) test was performed and failed at 31j. A revision procedure was performed and the lead was explanted. No adverse patient effects were reported during the procedure. The lead was not expected to be returned for reliability analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shock lead impedance measurements detected via the patient¿s remote monitoring system. A gradual increase in the shock impedance measurements and a gradual decrease in the rv pace impedance measurements were noted as well. Additional information received indicated that the cause of the observation was unknown at this time. Subsequently, the patient was scheduled to undergo an x-ray prior to a scheduled device check in a month. In the meantime, the patient will continue to be monitored. The system remains in service. No adverse patient effects were reported.